Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator had a battery failure. Additional information about the event has been requested. There was no patient involvement. There was no onsite/ evaluation service. The customer was sent a battery assembly to address the issue.